Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020. Explant date: (B)(6) 2020 additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 18693599/2000013381.

Event description:
It was reported that the patients spinal cord stimulator system stopped working and the patient believed it was caused by the car accident. All components were explanted and were not returned. No further information has been obtained despite good faith efforts.